Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.25 x 12mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Proximal strut segment 4 was lifted on one side a pulled distally. Proximal strut 1 was flared slightly. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and it was noted that the proximal balloon cone was out of the original folded position, this most likely occurred when the stent was damaged. The distal balloon cone was tightly folded. The balloon had not been subjected to any significant positive pressure. The balloon was inflated to rated burst pressure using a handheld encore inflation device without issue. The stent deployed without issue and the balloon was subsequently deflated in 4.51 seconds and is within the specified deflation time in the dfu. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion identified a midshaft kink at approximately 3.5cm distal from the hypotube/midshaft bond. There were no issues advancing the device over a 0.014¿ guidewire. The tip was visually and microscopically examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 20-apr-2018. A 2.25 x 12mm synergy ii drug-eluting stent was received with no reported issues. However, returned device analysis revealed stent damage.